Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR.: the complaint device was returned for analysis. A dispenser coil, introducer sheath, coil and pusher wire were returned. The introducer sheath was removed from the dispenser coil. The introducer sheath was inspected and blood was present, no other anomaly was noted. The twist lock had been opened. The coil and pusher wire arms were interlocked within introducer sheath. Friction was experienced removing the coil from the introducer sheath. The coil was inspected. Blood was present on the fiber bundles of the coil. The entire length of the coil was stretched, kinks were present and fiber bundles had been pulled off. The pusher wire was inspected on removal from the introducer sheath and no anomaly was noted. The coil zap tip was inspected and no damage noted. The interlocking arm of the coil was inspected and no damage noted. The interlocking arm of the pusher wire was inspected and dried blood was present. No other anomaly was noted. The dimensions that could be measured were found to be in specification. The number of fiber bundles recorded was below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿begin continuous flush before introducing the coil into the catheter. The non-performance of this maintenance step is a contributory factor in difficulties deploying the coil due to an increased resistance as a result of retrograde blood flow and the thrombotic tendencies of the fiber bundles." (B)(4).

Event description:
Reportable based on device analysis completed on 24 sep 2015. It was reported that the coil failed to advance in the catheter. A 3mm x 12cm interlock was selected for use. During introduction, it was noted that the coil failed to advance into the microcatheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good. However, device analysis revealed that the number of fiber bundles was below the assigned specifications.